Event description:
Adverse event(s): "case delayed 20 minutes" (no code available). Product problem(s): "system message" (device displays error message). A nurse reported system message occurred twice during a procedure. The system was restarted twice and reprimed; and the error cleared. Case was delayed 20 minutes while the system was reset. No information regarding pt impact.

Manufacturer narrative:
No samples were returned for investigation since no parts were changed during servicing of the unit. There was a board changed at a future date based on a service flash. No samples were returned on the original service request. However, the supervisor pcb was changed on a future service request to reduce the frequency of system message reported. There have been no further reports of this system message occurring on this unit since the supervisor was exchanged. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).